Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient developed ventricular tachycardia and began to shake during a norepinephrine infusion. The patient was treated for arrhythmia and approximately 10 minutes later, the medication was stopped and disconnected from the patient because of elevated blood pressure readings. It was noted that a significant amount of the fluid was gone from the bag. Multiple rns double checked the pump settings and confirmed the pump was programmed correctly; however the pump totals did not match volume missing from the IV bag.